Event description:
Approximately eight months post-operatively, the surgeon reported the patient experienced unspecified issues with legs and lower back. A surgical procedure was performed. At that time, the surgeon observed one pedical screw yoke disengaged from one bone screw in the pedicle screw construct.